Event description:
It was reported that an impella cp was placed on a patient with cardiogenetic shock. During support, it was noted that the pump ran well without any problems. Extracorporeal membrane oxygenation was in weaning process and venting worked well. No escalation to an impella 5.5. Initial indication was due to ischemia of the left leg. However, the problem was resolved with the help of an extracorporeal femorofemoral bypass. The next day it was noted that the patient was in critical condition overall. Escalation to an impella 5.5 could be an option. However, they first wanted to check the patients neurological status in cause of prolonged resuscitation. The cranial computed tomography was positive for brain damage. The physician withdrew care in cause of diagnosed braindead and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿